Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event while using the ilet bionic pancreas, stating that their sugar was very high. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, and there was insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.